Event description:
It was reported that this device had a battery depletion error. The device was being checked at the clinic when the alert occurred. The pulse generator has been implanted greater than seven years. The battery life is at seven percent remaining. Also, there was an untreated episode stored due to the oversensing of noise. The sensing vector was set to the primary vector. The doctor is going to schedule a replacement procedure. There were no additional adverse patient effects. The device remains implanted.